Event description:
A customer contacted stryker to report that their device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Due to character limitations , initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). The customer's device will not be returned to stryker. The customer has been provided with a replacement lid. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Not returned to manufacturer.

Manufacturer narrative:
The root cause of the reported issue was isolated to be due to the device's lid assembly, however further root cause could not be determined.

Event description:
A customer contacted stryker to report that their device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no report of patient use associated with the reported event.